Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate electric shock due to small signal, led to noise oversensed. Which was believed to be caused by myopotential. It was noted that the therapy was exhausted. Reprograming efforts were recommended. Currently, this ICD remains in service and no additional adverse patient effects were reported.